Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2005; 694765 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had a defective lead for the past two years. The lead was explanted and replaced. No patient complications have been reported as a result of this event.